Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2013 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2013 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of two ventralex meshes (device #1 & device #2). Per operative notes, "the umbilical hernia sac was excised, identified a another defect in suprapubic region. The defect in suprapubic region was dissected and a large ventralex mesh (device #1) was placed to fix the hernia. The umbilical hernia was repaired with medium ventralex mesh (device #2) and tacked." (B)(6) 2013 - patient was diagnosed with chronic pelvic pain, adhesions thereby underwent open repair with removal of mesh (device #1). Per operative notes, "there was presumptively placement of mesh suprapubic augmented hernia repair previously, that was removed at this time secondary to folding of the mesh. The large ventralex mesh was removed (device #1). A synthetic mesh was placed and sutured." Attorney alleged that the patient had adhesions, bowel removal, mesh migration, other organ perforation, pain, hernia recurrence, removal of mesh, reinforcement of abdominal wall and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 5 months post implant of ventralex mesh, patient was diagnosed with adhesions, abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.